Manufacturer narrative:
The reported event was unconfirmed. Six photos were received. The first one shows the drainage bag, catheter and syringe. The second photo shows the two-way catheter, the third photo is a close up to the deflated catheter balloon and tip. The fourth photo shows the sample port, and the last two photos show the bag lot and the tray label. It was also received 1 all silicone foley catheter attached to the drainage bag with syringe. The catheter was flushed with di water through the drainage outlet and no obstruction was evidenced since the water would come out from both of the drainage eyes. The drainage bag was filled with water too and no obstruction or leaks were evidenced either. The reported event was not confirmed. The device is considered within specification, and the reported event is considered unconfirmed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine did not flow through the foley catheter.

Event description:
It was reported that the urine did not flow through the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.